Event description:
This pt was admitted to the hospital with angina and a positive stress test. Angiography revealed severe, diffuse disease in the lcx, a discrete 80%, b1 type stenosis in a tortuous om1, and a tortuous om1, and a 95%, c-type, in-stent restenosis of a previously placed bare metal stent in the mid rca, as well as diffuse disease in the proximal and distal rca. Heparin, plavix and integrillin were administered intra-procedure. A jr4 guide catheter and a pt2 wire were used to access the lesions in the rca. The lesion was predilated with a 2.5 x 20mm voyager balloon inflated multiple times to a maximum of 16 atms. The physician advanced a 3.0 x 33mm cypher stent into the distal rca and deployed to 15 atms. Then, a 3.0 x 23mm cypher stent was advanced in order to cover the proximal aspects of the vessel disease; however, the stent would not cross. A wiggle wire was advance along side of the pt2 wire as a buddy wire. The stent was then able to cross the lesion and was deployed to 16 atms. The stents were overlapping. The entire stented segmented was post dilated with a 3.5 x 23mm powersail balloon inflated to a maximum of 20 atms. There was a 10% residual stenosis with brisk flow and no dissection noted. The lcx/om1 was quite tortuous and difficult to navigate. The takeoff the vessel was severely retroflexed. A 6fr xb 3.5 guide catheter was used to cannulate the artery. The physician attempted to pass a pt2 guidewire, but it would not advance. He then directed a whisper wore, supported by a 2.5 x 8mm voyager balloon, into the om1 and into the distal vessel with great difficulty. This straightened the retroflexed ostium. A second whisper wire was advanced down the vessel for add'l support. The lesion was predilated with a 2.5 x 8mm voyager balloon inflated to 6 atm. A 2.5 x 13mm cypher stent was advanced to the lesion, but it would not cross the site; the cypher was withdrawn from the pt. The whisper wire was removed and replaced with a wiggle wire. The physician again attempted to advance the 2.5 x 13mm cypher stent, but it still would not cross the lesion site. The cypher was again removed from the pt. The lesion was predilated again with the 2.5 x 8mm voyager balloon inflated to 10 atms. The physician was then able to deliver the 2.5 x 13mm cypher stent to the lesion site and deploy it to 12 atms. There was no residual stenosis, normal flow and no dissection noted. The procedure was completed and the pt was discharged from the cath lab in stable condition. Several days post procedure, the pt experienced persistent nausea and intermittent chest pain last from 5 to 15 minutes. The following day he flet very ill with vomiting, sweating, and a mild fever. These symptoms persisted over the weekend; however, the pt did not call his physician or report to the ER. On the following monday (six days post procedure), the pt reported to the ER. Cardiac enzymes revealed a troponin level of 12. Ventriculography revealed a lvef of approx 30 (visual estimate) with an akentic inferior wall and a skinetic posterobasal wall. Angiography revealed subacute thrombosis of the two cypher stents in the rca and the cypher stent in the om1. Due to the amount of time that had elapsed from the onset of the pt's symptoms, coupled with the fact that the pt was not without chest pain, the physician concluded that an attempt to re-establish flow would be minimally successful. The decision was made to treat the pt medically. The pt survived this event and was in stable condition at the time of report.

Manufacturer narrative:
This is one of three reports submitted for the same patient. Please reference MFR.report #'s:3003742446-2006-00449, -0450, and -00451. Additional will be submitted within 30 days from receipt.